Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that cylinder one had broken fabric threads and detached outer sleeve from wear in the proximal end of the cylinder. Cylinder one had two holes in the proximal end of the cylinder from sharp instrument, and kink resistant tubing (krt) was worn to the filament. Cylinder one had two leaks from sharp instrument in the proximal end of the cylinder. Cylinder 2 had wear at fold in the proximal end, middle, and distal end of the cylinder. Cylinder two passed the leak test. The pump was microscopically inspected, and leak tested. Under microscope observation, contamination (bodily fluid) was found within the pump. The pump krt were worn to the filament. The pump passed the leak test. The reservoir was microscopically inspected, and leak tested. The microscope test found that the reservoir had a hole at the corner of a fold from wear. Leak at corner of a fold in reservoir shell was identified. Product analysis was able to confirm the reported device allegation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. The ipp was explanted and replaced. No patient complications reported.